Event description:
Consumer states that she was using 3-4 tampons per day during her menstrual cycle. During use one tampon got stuck inside of her. She required a doctor's visit to have the tampon removed. Consumer was given flagyl and cipro. Additional information received from legacy review on (B)(6) 2012. No sample was received and the lot number provided with the complaint is invalid. Without a valid lot number, the device history record cannot be reviewed and the retain sample cannot be verified. A review of the data associated with this complaint category revealed no adverse trends. Complaint trends will continue to be monitored. The case was considered as reportable malfunction in the united states.

Manufacturer narrative:
The sponsor has revised its standard operating procedures for MDR reporting and believes that these events should be reported. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
Date of this submission is (B)(4), 2011. This closes out this report unless additional significant information is received.

Event description:
Consumer states that she was using 3-4 tampons per day during her menstrual cycle. During use one tampon got stuck inside of her. She required a doctor's visit to have the tampon removed. Consumer was given flagyl and cipro.